Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system experienced screen blackout and became unresponsive. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was frozen and had black screen. A field service engineer (fse) resolved an issue where main drawer 2.1 caused the station to fail booting. The drawer controller was replaced, and all drawers were tested in the application to verify proper functionality. The system functioned as intended after the field service engineer repaired the device.